Event description:
It was reported that a spectrum pump constantly alarmed upstream occlusion when there is none during unspecified process in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h11: the device was received for evaluation. During functional testing, constant upstream occlusion when there is none was not reproduced. A review of event history log revealed evidence of customer reported problem. A device history review revealed no signal of an attributable manufacturing or supplier defect therefore, a device history record review will not be performed. The reported condition was verified. The cause was determined to be an out of specification ultrasonic sensor reading. The upstream sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.